Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient underwent fusion surgery in which rhbmp-2 was used. As per the operative notes: ¿a trial spacer was placed and lateral was used to find the spacer. A 10-mm cage was packed with rhbmp-2 and impacted under fluoroscopy into intervertebral disk space. The cage was then rotated across the midline under lateral and ap fluoroscopy.¿ the patient tolerated the procedure well without any intraoperative complications.